Event description:
It was reported from a community college that the 980 ventilator was in an inoperative condition. This ventilator was used in an educational setting and was not used on patients.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported from a community college that the 980 vent ilator was in an inoperative condition. This ventilator was used in an educational setting and was not used on patients. The device was available for evaluation. A review of the ventilator logs confirmed the ventilator entered into backup ventilation (buv). The service personnel (sp) inspected the ventilator, confirmed the device was in an inoperative state and identified a code in the ventilator logs which indicated buv but could not duplicate it. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event could not be determined. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.